Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a through evaluation of the lead was performed. Visual analysis revealed that clear medical adhesive was separated from the proximal end of the lead with the proximal spring stretched. Resistance tests were completed to assess the electrical performance. Measurements throughout those tests were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a fracture on the proximal pole during implant procedure. This rv lead was replaced with a new one. The rv lead was never in service. No adverse patient effects were reported.